Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed a pulse test and displayed service code 203 (pulse test fault). Upon evaluation, resistor r84 was broken on the c/a board. The cause for the pulse test failure is the damaged resistor. With an open connection at the resistor, the current from the fired pulse was directed through the pulse current circuit and damaged components u901 (quad micro-power op-amp buffer), resistor r90, and capacitor c900 on the c/a as well. The root cause for the broken resistor could not be positively identified but was likely mechanical shock from physical impact. No adverse event resulted from the open resistor. The last patient to use this monitor did not report any problems.